Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that visual inspection of the distal shock coil of the lead proximal to the yoke, noted a fracture. This was not confirmed through diagnostic imaging.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), upon connection of another manufacturer's chronic right ventricular (rv) defibrillation lead, high out of range shock impedance measurements greater than 125 ohms was observed. Lead to device header connections appeared to be appropriate. The crt-d was attempted, but not implanted and the rv lead was surgically abandoned and replaced. No adverse patient effects were reported.